Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endeavor sprint drug eluting stent was implanted in the 2nd diagonal. At an unknown date patient suffered stroke and was treated with medication. It is reported that the patient was in remission. Investigator assessed that the event is not related to the study device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.